Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on (B)(6) 2019 medical treatment was required. Based on the information received, aso opted to file an MDR. As of (B)(6) 2019 returned product and retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section of this report for further details.

Event description:
On the initial report on (B)(6) 2019 consumer reported the bandages left adhesive behind and tore her skin. On (B)(6) 2019 reporter stated on returned cir that the issue was with the tape area and that she sought medical attention. Consumer added the product tore several layers of skin and also adhesive residue was left on skin.